Manufacturer narrative:
An olympus field service engineer (fse) evaluated the device and confirmed the cracked lid. The fse replaced the lid, applied the lid sticker and replaced the cracked tub fluid level sensor top cover. Furthermore, a damaged printer cover was replaced and a new a printer warning sticker was used. The fse ran a test cycle with no errors or leaks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the endoscope reprocessor has a crack lid. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to provide additional information based on legal manufacturer's investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the lid of the device was in contact with a hard surface.